Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection of fortum (1 gram once a day, route and duration not reported) and injection of vancomycin (1 gram once in four days, route and duration not reported) for peritonitis. At the time of this report, the patient was recovering from this peritonitis event. The action taken with dianeal therapies was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Upon follow up it was reported, on an unknown date, the patient had completed the course of antibiotics and the effluent was clear. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Should additional relevant information become available, a supplemental report will be submitted.